Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #309d23. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 309d23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/26/2025. D4: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? It was not locked on tissue, so was just removed out from/through trocar. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Closing trigger while simultaneously depressing the anvil release button. Did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec45a with lot number 351d33; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during gastric bypass procedure, the surgeon inserted stapler (5th reload) through trocar as per usual in closed position (closing handle). But when trying to open the device, the handle was locked and could not open. They tried all trouble shooting steps, with no luck. They then took out stapler and opened a new device. No consequence to the patient and surgery was successfully completed. No additional information provided.